Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 2622b were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. This report will be closed as no faults found. Analysis of reports of this type has not identified an increase in trend.